Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned, analyzed and analysis revealed the mechanical operation of the catheter peeling/slit ting/splitting showed a spiral slit, and the mechanical operation of the catheter was damaged. Analyst commented, blood visible on shaft. Spiral slitting (technique issue) visible from the beginning, this could effect the lead position as well. Shaft is kinked at various locations, damaged at procedure. Lead was not returned with catheters, therefore condition is unknown. (B)(4).

Event description:
It was reported that during the implant procedure, the lead dislodged while slitting the sheath on two separate occasions using a different sheath each time. Finally physician replaced the sheath with another to implant the same lead successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.